Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: kdr901 implantable pulse generator (ipg) 2004-(B)(6), 4951m-35 implantable pacing lead 2004-(B)(6), 5071 implantable pacing lead 2004-(B)(6), 4968 implantable pacing lead 2004-(B)(6), 4968 implantable pacing lead 2004-(B)(6), 5071 implantable pacing lead 2004-(B)(6), 4269 competitor implantable pacing lead 2000-(B)(6), (B)(4).

Event description:
It was reported that the patient¿s device was programmed vvi 40 and the patient was in sinus rhythm. When the device reached elective replacement indicator (eri) and started pacing at vvi 65 the patient felt bad with the pacing. It was noted that the mode/rate could not be changed at eri. The device was explanted and replaced. It was further reported that the atrial lead was not sensing and had no capture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.